Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
Pocket revision as the lead was "tenting" in the pocket. No adverse events noted and the patient is doing well.